Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows the cassette not attached error. The issue was found during testing. There was no patient involvement.

Manufacturer narrative:
D9: device received on 12/20/2024. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Customer reported event was confirmed through functional testing. Device doesn¿t recognize when the latch is open or closed, nor does it recognize when inserting a cassette. Visual inspection performed and found lcd lens has minor cracking and downstream occlusion seal delaminated.